Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was broken. The drive support cap was not completely separated from the insulin pump. The customer attempted to fix it. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device. The device was not returned.